Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement, which triggered an out-of-range measurement alert and subsequent device beeping. Technical services was consulted and recommended in-clinic troubleshooting to evaluate rv lead mechanical integrity, including x-ray imaging. No adverse patient effects were reported. This rv lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement, which triggered an out-of-range measurement alert and subsequent device beeping. Technical services was consulted and recommended in-clinic troubleshooting to evaluate rv lead mechanical integrity, including x-ray imaging. No adverse patient effects were reported. This rv lead remains in service. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.

Manufacturer narrative:
This lead remains implanted; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.